Manufacturer narrative:
A complete analysis and testing of 2 opened and 2 used reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had an issue with her silhouette infusion sets. Customer stated that she has gone through a whole box of infusion sets. Customer has changed reservoir and is getting constant no delivery alarms. Customer has to change her infusion set every ever few hours. Customer's blood glucose level was 362 mg/dl. Customer was very thirsty but has not treated. Customer performed a 5.0u fixed prime and the insulin did exit. Pump alarmed no delivery. Customer manually pushed the insulin through the tubing with a plunger. Pump was working as designed. Alarm was caused by set/reservoir occlusion. Customer was advised to monitor the pump. Customer stated that the pump is working fine. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).